Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump black box history revealed that loss of cartridge detection had occurred which was duplicated during testing; during testing, the load step did not detect the cartridge and dispensed fluid emitting a "no cartridge detected" warning. The pump was opened and contamination was observed on the force sensor assembly and a stuck ball seal was found in the drive assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Pt reports pump dispensed insulin during load cartridge phase.